Event description:
Backup alarmed with error code 1650 while not in use. Sn: (B)(4). Replacement pump to be sent. There was no adverse event associated with the pump malfunction as it was not in use at the time of the malfunction. Dose or amount: 8.75nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to present. Reason for use: pah.